Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation at this time. Device identifiers have been requested. Based on the information reviewed, the etiology of the persistent iritis remains unknown and there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. Persistent iritis and peripheral anterior synechiae formation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported that a patient who underwent uncomplicated implantation of the hydrus microstent in (B)(6) 2018 (exact date not provided) has had recurrent iritis and device occlusion. The patient's intraocular pressure (iop) is excellent, but the patient is on chronic topical steroids. Additional information was requested from the surgeon, who reported the following details on (B)(6) 2019. Hydrus implantation was performed in combination with cataract surgery. The patient experienced several episodes of recurrent iritis, whereby the inflammation resolved on steroid eyedrops, but returned when the steroid was tapered off. The patient has 1-2 clock hours of peripheral anterior synechiae which are not obstructing the microstent. The patient did have transient occlusion of the microstent by a clot of heme and fibrin during the early postoperative period, but the clot cleared spontaneously and the patient's iop has been excellent. There are no reports of stent malposition, iris touch, pain, blurry vision or any other ocular adverse events. The cause of the iritis is currently unknown. The patient is reportedly doing well on continued steroid eyedrops. Additional information (patient identifers, device identifiers, etc.) Has been requested on 3 occasions, but at the time of this report, no response was received.

Manufacturer narrative:
Device identifiers were requested, but not provided. Peripheral anterior synechiae (pas) formation with microstent obstruction is listed in the device labeling as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
The surgeon provided the following additional information to ivantis on (B)(6) 2019. The hydrus microstent was implanted on (B)(6) 2018 in the patient's right eye. There were no intraoperative complications and the microstent remains implanted. At last examination the patient's iop was stable, visual acuity was good, and although there was no inflammation, the patient has been on chronic topical steroids in order to control the iritis. In addition, broad-based peripheral anterior synechiae was observed; iridoplasty was performed because the microstent was obstructed.